Event description:
During a persistent atrial fibrillation procedure, a pericardial effusion occurred. At the end of procedure, a tte was performed which revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825.